Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited the image disappears during angulation in right/left directions due to damage on charged coupled device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the event occurred due to damage to the image sensor unit(such as disconnection, etc.) Or breakage of mounting components (such as integrated circuit chip, capacitor, etc.) On the electric board caused by usage stress, external factors, or mishandling. However, olympus could not identify a definitive root cause of the event. The instructions for use states the inspection method associated with the event in "section 3.8 ¿inspection of the endoscopic system chapter 3 preparation and inspection.¿ olympus will continue to monitor field performance for this device.